Event description:
Approx 3 months after back surgery the pt returned to the office with pain. X-ray confirmed that the iliac screw was disengaged with the rod and the setscrew was free in the muscle tussue. The pt was taken back to the or and removed the iliac screw and replaced it with another screw. Then reseated the rod and applied a new setscrew. "The surgeon reported that the same thing had occurred at the same location. Surgeon is not planning to revise at this time. See also 1526439-2006-00107.